Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient's cgm displayed a glucose level of 170 mg/dl, while his bg meter showed 40 mg/dl. He was using an omnipod pump in automatic mode and had symptoms such as dizziness, sweating, and blurred vision. To address this, he administered a glucagon nasal spray and drank apple juice. He called emergency medical services (ems) at around 6:30 pm, and they arrived at approximately 7:00 pm. By the time ems arrived, the patient could no longer recall his cgm reading. Ems performed a fingerstick test, which still showed 40 mg/dl. Ems did not administer any medication but stayed on-site while waiting for the nasal spray to take effect. The patient was not transported to the hospital; instead, ems observed him for about 30 minutes to monitor his glucose response. The patient reported that he is now doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.